Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pump reset occurred. Customer's blood glucose level was 220 mg/dl. The cartridge was reloaded and insulin deliveries were resumed.